Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow-up, high impedance was observed on the right atrial (ra) lead. During ra lead replacement there was issues retracting the helix. The ra lead was successfully explanted and replaced to resolve the event. The patient was stable with no consequences.

Event description:
Further information was received indicating that the helix was unable to extend.

Manufacturer narrative:
The reported events were for high lead impedance and for failure to extend the helix. As received, a complete lead was returned in one piece. Visual inspection of the lead found the retracted helix clogged with blood. X-ray examination found an over torqued inner coil at the connector region. After cleaning and applying torque directly to the connector pin, the helix could extend and retract. The measured full helix extension length was within product specification. The reported event for high lead impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event for failure to extend the helix was due to blood in the helix region.